Event description:
A caller reported experiencing a cartridge alarm 20 issue that occurred during the load process because they removed the cartridge too early. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support educated the caller on the correct procedure and confirmed consecutive cartridge alarms. They resolved the issue by arranging for the replacement of the pump. The caller was advised on how to handle the existing pump and informed about the steps required upon receiving the replacement. The customer opted to use multiple daily injections as a backup insulin delivery method.